Event description:
During a pulse field ablation (pfa) procedure for paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected and prepared in the standard manner. The sheath was flushed with a 20 ml luer lock syringe while the tip was elevated until all visible air was removed. The distal tip was then fully submerged in a water bath, and the sheath was aspirated and flushed four times, each cycle involving aspiration of more than 20 ml and flushing with more than 15 ml. After insertion of the sheath into the groin, the farawave catheter was introduced and the wire advanced 10-15 cm for aspiration. At that point, air was noted in the aspiration syringe. The consultant repeated aspiration several times, but air continued to be visible. A valve issue during catheter insertion was considered a possible cause.the sheath was replaced, and the procedure was successfully completed using a new faradrive device. No patient complications occurred, and the patient made a full recovery